Event description:
Additional information was received from the patient. They reported that the cause was lack of use. They were in and out of hospitals for surgeries and procedures-- aneurism repair, heart cath, and quad bypass. Pt said it finally took a charge and is working ok now. Pt stated they need adjusting. Pt needs contact for that and an office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they had not used their spinal cord stimulator in over 2 months because they had been in and out of the hospital for heart surgery. The pt said they started using their device again about 2 weeks prior to the report, but when they tried to turn their therapy back on, they got a message of "no device found" when they pressed the unlock button on the controller. Pt said they charged their ins up to 70% and they were able to turn their therapy on, but the pt mentioned they used to be able to feel buzzing when they turned their therapy on, but now, they could not feel buzzing anymore. Pt said they used to be able to feel buzzing when lying on back, but not any longer. Pt said they turned their settings up, but still did not get therapeutic relief; pt said it only made a minor difference. During the call, the patient got the "no device found" message again. Pss understood the ins may be depleted and suggested the pt charge the ins again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.